Event description:
On (B)(6) 2022, this patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. First, an aortic extender component was placed to intentionally cover the inferior mesenteric artery (ima) and lumbar arteries. Next, the trunk-ipsilateral leg component and two contralateral leg components were deployed without any problems. The patient tolerated the procedure. On the same day, the patient complained of severe abdominal pain. Melena was also noted. A diagnosis of intestinal ischemia was made. At the time of this reporting, the symptoms were resolving after complete rest and fasting for a few days. The patient was discharged from the hospital after a short stay. The reporting physician commented as follows: intentional coverage of the ima is considered as the main cause of the intestinal ischemia. However, it is unclear if the event was caused by only that reason.